Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with a large aneurysm in the right internal iliac artery that was treated with gore® excluder® aaa endoprostheses, gore® excluder® iliac branch (ibe) endoprostheses and gore® viabahn® endoprostheses. An iliac branch component (ceb) was implanted on the patient¿s right and a contralateral leg component (plc) was implanted on the patients left to form kissing stents. It was stated that no trunk-ipsilateral leg component was implanted above the aortic bifurcation. Additionally two gore® viabahn® endoprostheses and an internal iliac component (hgb) were successfully implanted in the right internal iliac artery. After final ballooning of the proximal parts of the plc and the ceb a dissection of the aorta originating from the aortic bifurcation reaching till the inferior mesenteric artery (ima) was visible. On (B)(6) 2017, two bard lifestream stents were implanted to stop the dissection. The patient tolerated the procedure.